Event description:
The home patient (hp) stated he disconnected and reconnected a bag while trying to clear an alarm. The hp contacted global technical service (gts) reporting an alarm during refilling the heater on the homechoice (hc). The technical service representative (tsr) explained the setup was compromised and assisted the hp in ending therapy. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with the statement, "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any additional relevant information, a supplemental medwatch will be filed.